Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6)2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2015 with the following findings: during visual inspection, it was observed that the battery compartment was cracked. Unrelated to the original complaint, it was observed that the bolus button was damaged but responsive; the clip insert was broken and could not be attached. It was noted that the battery cap threads were stripped and damaged. There was no damage or peeling observed to the keypad, but it was seen that the keypad buttons responded intermittently to user presses. The keypad was removed and there was contamination found under all the key contacts. Additionally, when the pump was powered on, the display appeared to be dim and discolored.